Event description:
The customer stated that there was continuous signal loss on two telemetry monitors/beds after switching out lead wires and lead patches from the org receivers. MFR ref#: 8030229-2015-00051.